Event description:
It was reported that attachment issues occurred during use with bd vacutainer® brand pronto¿ quick release needle holders. The following information was provided by the initial reporter, "we have opened a new batch of holder and have distributed a total of 10 (ten), so far we have received inconveniences with 4 (four) of the 10 distributed. The issues were the following: - the needle seems to be "stripped", does not thread properly. - do not discard the needle information received by email on (B)(6)2019: the customer reports that was need to puncture the patient two times because the holder had no condition to be used, but there was no damage to the patient or the health professional. The defect on the needle discard was noticed after the extraction and there was no harm to the patient or health professional." 4 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for connection issues with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to connection issues as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that attachment issues occurred during use with bd vacutainer® brand pronto¿ quick release needle holders. The following information was provided by the initial reporter, "we have opened a new batch of holder and have distributed a total of 10 (ten), so far we have received inconveniences with 4 (four) of the 10 distributed. The issues were the following: the needle seems to be "stripped", does not thread properly. Do not discard the needle. Information received by email on (B)(6) 2019: the customer reports that was need to puncture the patient two times because the holder had no condition to be used, but there was no damage to the patient or the health professional. The defect on the needle discard was noticed after the extraction and there was no harm to the patient or health professional." 4 occurrences were reported, but the dates/times were not given.